Event description:
Have had a corneal transplant in each eye. The problem began with irritation and eventually led to corneal ulcers and then the transplants. I have been an avid user of bausch and lomb products. Event abated after use stopped.